Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The service report shows that an 840 ventilator had a blank screen. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the 840 power supply. The device passed all tests.